Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User opened the package and flush the port while found out the lumen block. User tried to advance a wire guide through device and failed. No use on patient. User changed another same device to complete the procedure.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User opened the package and flush the port while found out the lumen block. User tried to advance a wire guide through device and failed. No use on patient. User changed another same device to complete the procedure.

Manufacturer narrative:
1 x oacl-8.5-9 device of lot number cf1573332, was returned to cirl for evaluation opened with its original packaging. No defects were found with the device. The stent loaded and moved freely on the guiding catheter. The pushing catheter moves to guiding catheter. Stent deployed fine off guiding catheter. 0.035¿ wire guide passed with no issue. A small amount of media on the wire guide was noted when passing through the first time. Prior to distribution oacl-8.5-9 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for oacl-8.5-9 of lot #cf1573332, did not reveal any discrepancies that could have contributed to this complaint issue. The instructions for use which accompanies this device informs that ¿if an abnormality is detected that would prohibit proper working condition, do not use.¿ and in the system preparation section "if applicable, preload desired stent and positioning sleeve onto tip of introducer". A definitive root cause may be attributed to user error as the device prep instruction in the IFU were not followed. ¿user opened the package and flush the port while found out the lumen block.¿ the device is not intended to be flushed. It was clarified that it was the oacl device that was being referred to rather that the wireguide, it was confirmed that both were flushed with saline solution. Complaint is confirmed based on the customer¿s testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. The device did not make patient contact. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
User opened the package and flush the port while found out the lumen block. User tried to advance a wire guide through device and failed. No use on patient. User changed another same device to complete the procedure.